Manufacturer narrative:
Based on the results of the investigation, it is likely that the following led to the malfunction: cable flooding, stain of cables and adapter stain. Based on the information obtained from this complaint and the investigation results did not lead to the identification of the cause of the occurrence. A device history record review of the actual product was conducted and found no problems. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the camera head exhibited cable flooding, stain of cables and adapter stain. There was no patient involvement.